Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was giving inaccurate erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue began on (B)(6) 2012 at 4:30 p.m. The patient reported obtaining blood glucose results of "92 mg/dl and 82 mg/dl" on the subject meter within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 20mg/dl. The patient stated that he manages his diabetes with an insulin pump. It is not known if the patient took a bolus in response to either of the results obtained with the subject meter. The patient reported having more food and/or drink on the day the alleged issue started; however, it is not known if the action was prior to or after obtaining the alleged inaccurate results. The patient reported feeling "sweaty and incoherent" 20 minutes after the alleged issue began. At 5:15 p.m. That same evening, the patient reported, he was tested with an ER/hospital meter and a reading of "28 mg/dl"¿ was obtained. 5 minutes prior to his blood glucose being tested, the patient claimed he was treated with IV glucose by a health care provider (hcp). At the time of troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement and that the patient was using a correct sample location. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for severe hypoglycemia by an hcp after obtaining alleged inaccurate erratic readings with the subject meter.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed the 510(k) # is k073231.

Manufacturer narrative:
Follow-up # 1 (06/04/2012)-device evaluation: the test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis on (B)(4) 2012 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.